Event description:
It was reported by the customer that their device was alarming low suspend and calibration incorrectly. Assisted customer with programming device and troubleshooting. Customer states that the sensor would inform them they were either high or low, when they were actually stable. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Customer's blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).